Manufacturer narrative:
Concomitant medical products: w3dr01, ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a partial reset. The right atrial (ra) lead also exhibited undersensing. The ipg and ra lead remain in use. No patient complications have been reported as a result of this event.